Event description:
Hooked up volcano verrata pressure wire and inserted into patient. Wire had errors of pressure limits and not giving the doctor a pressure to complete the study. Manufacturer response for pressure wire, volcano (per site reporter). Will pick it up to fix it.